Event description:
It was reported that during pre-surgery set up an attachment device was "overheating". There were no delays to the planned surgical procedure as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The reported condition was confirmed. A functional assessment was performed which confirmed that the bearings are damaged. The determined cause was worn from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.